Manufacturer narrative:
(B)(4). An open clamp on an unused line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during fill two of five of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that a clamp was open on an unused supply line. The technical services representative assisted the patient in clearing the alarm and reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.